Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An initial reported in a retrospective clinical study , consumer experienced bilateral corneal neovascularization due to contact lens wear. Initially corneal vascularization was mild in nature and after three months visit it has progressed. No information regarding the medical consultation/medical intervention provided is available the current status of the consumer eyes is symptoms not resolved at the time of this report. No additional information could be requested as the present complaint is from a retrospective clinical trail.

Manufacturer narrative:
Additional information was added in g.2 and h.6. Field has been updated (health impact code has been updated). H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).